Event description:
It was reported that the wake button required extra pressure to turn the pump on or off. There was no reported impact on the customer¿s blood glucose level. The device was scheduled to be returned, and a replacement pump was provided.